Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma(alcl). These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "patient reported having what they thought was a pulled muscle on their right breast, with some tightness in their breast. Over the next 3 days their breast swelled. Performed an ultrasound and saw a large fluid collection. I did the aspiration in the office and removed 80cc of clear yellow fluid. Sent to pathology received the report of cd30+ alk- bia-alcl. Pet scan shows it is localized to the fluid." Device remains implanted.